Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a weak battery during a hike and that the insulin pump ended up dying. The customer changed the battery when arriving home. The blood glucose reading was over 500 mg/dl. The battery cap contacts were not missing or damaged. The customer declined further troubleshooting and was sent a replacement battery cap.